Event description:
A pinnacle pelvic floor repair kit was used during an anterior floor repair procedure in 2008, (pt age and weight are unk). According to the complainant, the bullet came off the arcus arm on pt's right side. They were unable to locate the bullet either inside the pt or on the floor. A capio suture was attached to the arm and it pulled through with no problems. The pt's condition was reported as "fine."

Manufacturer narrative:
Unk/no info available from user facility. The lot number of the pinnacle pelvic floor repair kit is not known; therefore, the device MFR date and expiration date can not be determined. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.